Event description:
An attorney reported this client has sustained "injuries related to infection caused by hardware surgically placed... In the tibia/knee region."

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.